Event description:
On march 9, 1993, dr was performing a lap -chole and pneumo-pressure was lost at a critical point during the surgery and the insufflator would not gain pneumo-pressure, with no problems regarding cannula leaking or tube malfunction. Dr. Opened the patient in an emergrency fashion. Another dr. Encountered similar problems but replaced the unit with another insufflator instead of opening the patientdevice not labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, other. Results of evaluation: none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.